Event description:
It was reported that stimulation had never worked since implant. Since implant, the patient had never been happy with the stimulation and she was looking to have it removed. She had not used stimulation for about 3-4 years. She was asking for MRI compatibility, which was not related to the device therapy. It was noted that they would not do the MRI of the knee, but she was upset because she had had other mris since implant. She did not recall the last MRI but was going to find out when the last MRI was. The patient was currently looking for a healthcare provider (hcp) to remove the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v171186, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3487a-56, lot # v176891, implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).